Manufacturer narrative:
(B)(4). G2: foreign, event occurred in canada. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the strike plate on the broach handle broke. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d9; g3; h2; h3; h6. Complaint is confirmed. Visual examination of the returned product identified the t-handle component was not returned with the device. The strike plate is fractured from the handle within the welded region. There are indentations marks on both sides of the strike plate and at the base of the handle body. There are nicks and scratches present on the handle body and broach connection end. No other damage was noted during visual evaluation. This device has an approximate field age of 9 years. Review of the device history records identified no deviations or anomalies during manufacturing. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.